Event description:
The customer reported that their pump screen was dark and would not turn on, despite various troubleshooting steps taken, including pressing the button and connecting the pump to a power source. The pump displayed a red blinking led light around the button and vibrated every three minutes. There was no adverse impact to the customer's blood glucose level, with no reports of it exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.